Event description:
In 2000, the pt contacted the MFR rep and stated the following: "device (catalog# unknown), lot #981003, was inserted at a facility. The device was placed in the left subclavian and was being used to withdraw blood. An x-ray was done after placement to verify catheter placement. On 08/04/2000, they were unable to access the device, pt experienced pain in the left quadrant. As a result, the pt was sent to x-ray. A x-ray showed the catheter had fractured/sheared and a 6" segment of catheter migrated to the pt's heart. The catheter segment was removed at a facility in 2000. The device body was removed and replaced with catalog #p5405k, lot #15041 on 08/07/2000 at the facility. The pt asked what would cause the device catheter to fracture/shear. The MFR's rep referred the pt to the patient education manual provided with the device product. The pt stated that they were not given one with the first device, but did have one from the replacement. The pt was asked to review page 5, potential problems with the implantable device. The MFR's rep explained that based on the info pt provided, this event sounds like catheter shear caused by "pinch-off", but this could not be confirmed without an analysis of the explanted device/catheter. When asked if the device/catheter were available to be returned to the MFR for analysis, the pt replied that they did not know. Pt had a doctor's appointment on 08/16/2000, and pt would ask the doctor. The pt stated that they would contact the MFR's rep with the info regarding the return of the device/catheter for analysis after the appointment. The MFR's rep investigated the lot and serial number provided by the pt. Based on the info provided, the catalog number of the device in question is p5405. No further details were provided at this time.